Event description:
The article, "a comparison of short-term clinical outcomes between the navitor and evolut transcatheter aortic valve prostheses", was reviewed. This research article is a retrospective single-center experience to evaluate short-term clinical outcomes following transcatheter aortic valve replacement (tavr) with the intra-annular self-expandable navitor valve and the supra-annular expandable evolut transcatheter heart valves (thvs). The devices included in the study were navitor and evolut r/pro/fx. The article concluded that the navitor valve demonstrates similar single-digit mean transvalvular gradients, similar effective orifice areas, and similar paravalvular leak rates when compared to the supra-annular evolut platform. Device success rates were high for both valve types. While early safety outcomes were largely similar, the navitor valve was associated with a lower 30-day disabling stroke rate. [The primary and corresponding author was markus krane, department of cardiovascular surgery, institute insure, german heart center munich, school of medicine & health, technical university of munich, 80636 munich, germany, with corresponding e-mail: krane@dhm.mhn.de.] This study included patients who underwent tavr from 01 january 2015 to 31 may 2024. A total of 210 patients were included in the study, of which 33.3% (70) received an abbott device. The average age of the navitor group was 80.9 years. The average age of the evolut group was 80.7 years. The majority gender was male. Comorbidities included peripheral artery disease, previous stroke, carotid arterial disease, coronary artery disease, atrial fibrillation, chronic obstructive pulmonary disease, aortic regurgitation, mitral regurgitation, and previous pacemaker implant.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including peripheral artery disease, previous stroke, carotid arterial disease, coronary artery disease, atrial fibrillation, chronic obstructive pulmonary disease, aortic regurgitation, mitral regurgitation, and previous pacemaker implant. Complications reported included perivalvular leak, bleeding, arrhythmia, surgical intervention (permanent pacemaker), death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: a comparison of short-term clinical outcomes between the navitor and evolut transcatheter aortic valve prostheses. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.